Event description:
I have a prometra pain pump from flowonix. The nurse came and filled my pump. She has had decades of experience in filling all sorts of devices. It was a textbook fill. About 20 minutes after the fill I became nauseated, vomiting, tired, trouble thinking, sleepy. Had my daughter call back the nurse who immediately returned and initiated pocket fill protocol and administer one amp of narcan. While I called 911 and put myself on oxygen. The nurse emptied the pump completely and found that 4 cc of highly concentrated hydromorphone was missing. She filled the pump with saline and turned the pump off. I was transported to the nearest hospital and received another amp of narcan intranasally in the ambulance. I was monitored at the hospital for 6 hours and released. FDA safety report ID # (B)(4).